Manufacturer narrative:
This report is submitted on february 11, 2020.

Event description:
Per the surgeon, the patient experienced skin overgrowth around the abutment. When the abutment was removed, it broke off at the point of the tri-lobe lock and a portion of it remained stuck in the implant that he couldn't remove. This resulted in a new device having to be implanted which was performed under a general anaesthetic.